Manufacturer narrative:
One infusion pump was returned for evaluation. No causes or potential causes to the customer's reported problem were found during the DHR review. Visual inspection of the device found it to be in good physical condition. There were depleted, low battery and base task and base hardware failure alarms in the event history log. Device underwent start-up, flow and occlusion functional testing. Customer complaint was unable to be confirmed during testing, but it was identified within the event history log of the pump. The problem source however has been determined to be unknown.

Event description:
Information was received the device system is stating battery is depleted, but it's at 99 percent. No adverse effects reported.